Event description:
Caller states the use by date on the compact test strip vial label is 12/31/2009; MFR's batch record confirmed the actual use by date to be 05/31/2009. No adverse event reported. Requested return of product, replacement sent.

Manufacturer narrative:
(B)(4).

Event description:
Caller states the use by date on the compact test strip vial label is 12/31/2009; manufacturer's batch record confirmed the actual use by date to be 05/31/2009. No adverse event reported. Requested return of product, replacement sent.